Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). Results: a photo was attached showing 2 edta tubes; one with banding information and one with no banding. All 200 retained samples had the correct banding information. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5271002. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® edta tubes hemogard¿ lavender had tubes without labels. No injury or medical intervention reported.